Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that approximately one year and nine months following the implant of this transcatheter bioprosthetic valve, the valve was explanted due to calcification and stenosis and a non-medtronic mechanical valve was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.